Event description:
Boston scientific received information that this right atrial (ra) lead exhibited measurements that were within normal range, but the p-wave measurements were variable. Mode switching in the competitive device was observed; the patient reported feeling palpitations when the device was pacing in aai mode. A holter monitor was performed, which revealed oversensing on the ra lead. Device measurements showed intermittent high, out-of-range pacing impedance measurements. Noise was noted on the electrograms, and a lead fracture was suspected. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that at the patient's next device follow-up, the ra pacing impedance measurement was 1,234 ohms. However, during testing, the impedance measurements were greater than 3,000 ohms. The lead configuration was programmed to unipolar and the pacing impedance measurements were still greater than 3,000 ohms. The device was then reprogrammed to vvi mode and the ra lead was abandoned electrically. No lead revision was planned, and the patient and lead would continue to be monitored.